Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
"Dr. Said placed the rumi tip in the patient. Patient had fibroids in the uterine cavity. Rumi ii was on utilized on ally ups. During the case, the metal of the rumi tip was seen in the abdomen. Rumi ii was extracted immediately once noticed. Very little bleeding occurred at the site in the abdomen." Did the incident occur before, during, or after a procedure? During. Patient, gamete, embryo, or end user involvement? Yes. Any patient injury or impact to the gamete or embryo? Yes. Medical or procedural intervention? No. Patient is fine. Uterine manipulator tip l uml516. E-complaint(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint 2022-08-0000394 distribution history: the complaint product was manufactured at csi on 18-jun-2021 under work order 305954 and sold on 22-sep-2021. Manufacturing record review: DHR-305954 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product was returned opened on 14-sep-2022. The lot number of the returned product could not be determined. Visual evaluation: visual examination of the complaint product revealed physical damage. The stainless steel rod was protruding from the side of the distal tip. Functional evaluation: complaint unit was functionally evaluated and found to function properly. The balloon was inflated and held air (see attached picture) and water was able to be injected through the distal tip opening. Root cause: while no definitive root cause could be reliably determined, the most likely root cause was customer misuse. Each unit of every lot produced is 100% tested and visually inspected to meet the release criteria. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Incident details surrounding event. "Dr. Said placed the rumi tip in the patient. Patient had fibroids in the uterine cavity. Rumi ii was on utilized on ally ups. During the case, the metal of the rumi tip was seen in the abdomen. Rumi ii was extracted immediately once noticed. Very little bleeding occurred at the site in the abdomen." Did the incident occur before, during, or after a procedure? During. Patient, gamete, embryo, or end user involvement? Yes. Any patient injury or impact to the gamete or embryo? Yes. Medical or procedural intervention? No. Patient is fine. 1216677-2022-00249 uterine manipulator tip l uml516 (B)(4).